Event description:
While in the cardiac operating room undergoing coronary artery bypass surgery, after coming off of the cardiopulmonary bypass, the patient was placed on an epinephrine drip (at 1102am) at 0.03 mcg/kg/min IV which infused without issue. At 1113 when attempting to increase the dose of epinephrine, the pump began alarming loudly and read "door is open." The patient (pt.) Required push doses of vasopressin and increases of his other vasopressor drips to maintain his blood pressure and hemodynamic status. From 1114-1130, augmented blood pressures ranged from 60s-93/30s-48 with maps (mean arterial pressures) ranging 40-60. At 1115, pt received another unit of IV push dose vasopressin. At 1130, levophed was increased to 0.08 mcg/kg/min and again increased at 1149 to 0.1 mcg/kg/min. Pt received an additional unit of IV push dose vasopressin at the same times the levophed was increased. A continuous vasopressin drip was started IV at 1134 at 0.04 units/min. Max doses of the drips were 0.04 units/min of vasopressin, 0.12 mcg/kg/min of levophed, and 0.04 mcg/kg/min of epinephrine.